Event description:
A customer from the united stated reported a misidentification of a candida tropicalis cap survey sample (f-01 fa 2018) as candida parapsilosis in association with the vitek® 2 yst test kit. The tested was repeated three times and the result was candida parapsilosis twice at 93% and once at 95%. Biomérieux requested the survey and test reports from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united stated had reported a misidentification of a candida tropicalis cap survey sample (f-01 fa 2018) as candida parapsilosis in association with the vitek® 2 yst test kit. An internal biomérieux investigation was performed using the internal sample of the strain. The internal biomérieux cap f-01 strain was rehydrated, subcultured to sda-emmons agar and incubated for 18-24 hours, 35-37° c, aerobically without co2. A second subculture was performed, and testing included individual organism suspensions with the yst cards from four (4) different card lots, in duplicate, as well as the vitek ms. The vitek 2 yst card lots tested included three customer lots (2430398223, 2430432203, 2430224403) and a random lot (2430603203). For the eight (8) yst cards, five (5) resulted in very good identifications of c. Tropicalis, two (2) gave a low discrimination identification of c. Famata/c. Tropicalis, and the remaining card gave a low discrimination identification c. Famata/parapsilosis/tropicalis. The vitek ms resulted in an identification of c. Tropicalis with a 99.9% confidence value. The customer's misidentification was not reproduced. The low discrimination identifications including c. Tropicalis are considered correct. Therefore, the vitek 2 cards are performing as expected.